Manufacturer narrative:
B3: unknown; no information has been provided to date. Neither samples nor pictures were received for the analysis of this complaint. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the pump does not alarm for air until air has reached filter unit 21-7361-24 and the bag is empty before it should be. The set infusion volume is 1030ml/11 hours, and the bag is empty when there are just over 30 minutes left of the infusion, and according to the settings, there should be just over 50ml left in the bag. There was patient involvement. There was unknown patient harm/adverse event reported.